Manufacturer narrative:
The screw was not implanted. Investigation pending.

Event description:
During inspection prior to surgery it was discovered that the screws had become disassembled after sterilization. The screws were not presented for surgery and therefore, did not cause injury or surgical extension.